Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation instrument outside of a procedure. The rep indicated that the straight suction was not verifying well. There was no patient involved with this issue.

Manufacturer narrative:
Additional information: lot number, unique device identification (UDI) and manufacture date provided. The straight suction was returned to the manufacturer for evaluation. Testing found that the unit had difficulties verifying when connected to a known operational instrument tracker. Where it was noted that the divot error would return between 1.9mm and 2.2mm. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.